Manufacturer narrative:
The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned product revealed that there was a hole in the pebax and an electrode lifted. Reddish material inside the pebax was also observed. Spi screening test was performed, in accordance with bwi procedures. The product was working correctly: it was properly recognized and visualized. The catheter passed the specification, however, design failure mode and effect analysis (dfmea) states the damage in the pebax is related to the force issue. The damages found in the catheter could be related to excesive force or manipulation, however, this cannot be conclusively determined. The root cause remains unknown. A manufacturing record evaluation was performed for the finished device 30509274l number, and no internal actions related to the reported complaint condition were identified. The instruction for use contains the following information, which was performed for this case: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax with a lifted electrode. There was reddish material inside. The finding was identified on (B)(6) 2021. It was reported that during the af operation, that the force values displayed were high. A second catheter was used to complete the operation. There was no adverse event reported on patient. The force issue is not MDR-reportable. The hole on the pebax and lifted electrode are MDR-reportable.